Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) identified evidence of difficulty splitting the sheath. Av reviewed the lot history record and other sources of manufacturing data. Root cause analysis concluded the issue is likely related to material used in the starclose manufacturing process. Av is working on possible mitigations to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). It was reported that no femoral angiogram or other type of imagining was performed at the target groin. Per the starclose se instructions for use-perform a femoral angiogram to verify the location of the puncture site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath after a diagnostic heart catheterization. Femoral angiogram was not performed prior to the closure procedure. Reportedly, during splitting the starclose se sheath, the physician "felt something"; however, the clip was deployed in the correct position in the anatomy. The starclose se sheath was noted to be frayed. Manual arterial compression was used for 10 minutes to ensure hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.